Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation found there to be a few rough spots during the rotation of the motor shaft that indicates a possible bearing failure in the gear box. Visual observations internal to the motor identified: the outer gear box bearing to be failing as evident by a fractured bearing cage with possible ball bearing damage which is causing the motor shaft to drag. This failure could have cause the motor to become bound up generating the system error. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 found during biomed testing. It was also reported there was no patient involvement.